Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unk comprehensive reverse humeral stem cat#ni lot#ni; unk comprehensive reverse humeral bearing cat#ni lot#ni; unk comprehensive reverse glenosphere cat#ni lot#ni; unk comprehensive reverse baseplate cat#ni lot#ni. Hartline, jacob t., brolin, tyler j., wan, jim y. (2020). The effect of subscapularis management technique on outcomes and complication rates following reverse total shoulder arthroplasty. Seminars in arthroplasty (30), 42-49. Https://doi.org/10.1053/j.sart.2020.04.005. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00230, 0001825034 - 2021 - 00232, 0001825034 - 2021 - 00233, 0001825034 - 2021 - 00234.

Event description:
It was reported in a journal article from seminars in anthoplasty: jses (2020), which studied the effect of various subscapularis tendon management techniques following an rtsa, that 2 patients within the no repair group experienced a deep infection and underwent revision with I&d and spacer placement due to a deep infection post-operatively. Attempts have been made and additional information on the reported event is unavailable at this time.